Event description:
A malfunction was reported, with no notable events occurring prior. The impact on the customer's blood glucose level was unknown or declined to be answered. Technical support provided pump reset information and customer was able to continue using the pump for insulin therapy.